Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the device speed was unstable. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid to distal right coronary artery. A 1.25 mm rotalink plus was selected for use. During testing, rotational speed was set at 190,000 rpm and the device was used without problems. After the third ablation was completed during the procedure, it was noted that the burr rotated at 250,000 rpm during the fourth rotation. This was considered an abnormal value. The procedure was completed with another of the same device. No patient complications were reported.